Event description:
It was reported that the patient was having difficulty charging the ipg since implant. The patient underwent a revision procedure wherein the physician brought the ipg slightly superficial to make charging an easier process. The patient was doing well post-operatively and the ipg remain implanted in the patients body.